Event description:
New information indicated that programming changes were made to resolve post-paced t-wave oversensing episodes observed on (B)(6) 2018.

Event description:
It was reported that non sustained rv oversensing episodes due to post paced t wave oversensing were observed via merlin transmission. No programming changes were implemented and monitoring will continue. The patient was asymptomatic.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes and further testing were suggested.

Event description:
New information received indicated that through remote transmission, additional post-paced t-wave oversensing episodes were observed on a stored egm. The patient was asymptomatic. Programming changes were made and further testing was suggested.